Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited impedance and threshold increase. The rv lead was repositioned a few times, but the issues persisted. The rv lead was not used, and a different rv lead was implanted successfully with normal impedance and threshold levels noted. No patient complications have been reported as a result of this event.